Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a faint burning smell, it was noted that the unit would not power up, that its power supply was not functional and had a faint burnt odor. The power supply was replaced. It was also noted that the keyboard had a broken latch though the keyboard was still functional, the system fan was not turning, the upper display hinge was damaged, the stylus tip was separating from its main body and the floppy drive would not read disks. All found defective parts were replaced, except the keyboard which was not because it was functional and replacements were in short supply. The unit passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer had a burning smell whenever it started up. The programmer was returned for service. No patient complications have been reported as a result of this event.